Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm during fill tubing. The customer blood glucose level was 120 mg/dl. Troubleshooting was performed. Customer states the insulin pump not dropped or bumped. Customer states the drive support cap was sticking out. The device will not be returned for analysis.